Manufacturer narrative:
(B)(4). Log review pending. The device will not be returned for eval. The customer did not provide event/error logs. A f/u report will be submitted once the logs have been reviewed and the failure investigation is completed. The reporter has been contacted for add'l details and has stated that no further pt or event details can be provided.

Event description:
Customer's medwatch states: "the alaris infusion pump shut off unexpectedly during therapy. This required reprogramming of high risk infusions by our nursing staff. The battery on the unit was fully charged and the unit was plugged into the wall outlet at the time of the channel disconnect. Biomed was contacted and evaluated the equipment. Upon close inspection with the manager from equipment distribution, it was noted that there was a film buildup on the equipment, including a scaly salmon colored build up on the channel connections and sensors. Further investigation found that two weeks prior, the organization changed cleaning product based on recommendations from infection control for eliminating c-diff spores on equipment. We had been using a cleaning product called "super sani cloth" and changed to "dispatch" which is a bleach based product. Prior to changing to dispatch, alaris was contacted and indicated "dispatch" could be used on their pumps. We believe the buildup and film on the equipment is being caused by "dispatch" and we have since changed back to the "super sani cloths" to clean the equipment. Since that change has taken place, the incident of channel disconnect alarms has stopped."